Event description:
Info received indicates the bed will not go into CPR. The head section could be lowered with the siderail controls.

Manufacturer narrative:
The tech isolated the issue to a stuck CPR valve. He replaced the CPR valve to repair the bed.